Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2017.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and the explanted ipg was disposed by the facility.